Event description:
It was reported that this right ventricular (rv) lead exhibited noise and was suspected to be fractured. The lead was explanted on (B)(6) 2026, and the patient received implant of a new subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was not reported whether the lead would be returned. No additional adverse patient effects were reported. Additional information received indicated that the lead explant had not occurred on the previously reported date. The lead was explanted on (B)(6) 2026, and was received for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and was suspected to be fractured. The lead was explanted on (B)(6) 2026, and the patient received implant of a new subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was not reported whether the lead would be returned. No additional adverse patient effects were reported.